Event description:
It was reported that the stent would not pass through lesion. The target lesion was treated using a non-medtornic stent. The endeavor resolute device was returned to the manufacturing facility and damage was noted to the stent. Evaluation results: the stent was positioned on the balloon between the inner shaft markers and balloon pillows, as per specifications. A number of stent segments were raised and misaligned.

Manufacturer narrative:
(B)(4). Evaluation, results: (physiological/procedural factors). Inherent risk of procedure (stent deformation and failure to deliver the stent). Evaluation, conclusions: no conclusion can be drawn.